Manufacturer narrative:
Confirmed with outside psg on september 25, 2019, the claim was withdrawn as a duplicate. See MFR. # 3003910212-2019-00339. Other code 4316: appropriate term/code not available is being used for "duplicate claimant.¿.

Manufacturer narrative:
The plaintiff voluntarily withdrew the lawsuit on (B)(6), 2019, therefore, this event will be captured as a false claim. Code 4316:-appropriate term/code not available is being used for "false claim."

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrent incisional ventral hernia, abdominal pain. Additional event specific information was not provided.